Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that the volume of hearing with the device had decreased significantly. Re-implantation is considered.

Manufacturer narrative:
The active electrode has been received incomplete, and no wire fractures could be detected on the available parts. However, according to the currently available information, damage to the active electrode likely caused by minute device mobility could be assumed. If the missing part of electrode is received in the future, the case will be re-opened and the electrode investigated. This is a final report.

Event description:
The recipient reported that the volume of hearing with the device had decreased significantly. The recipient was re-implanted on (B)(6) 2018. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.